Event description:
It was reported that there were unspecified issues with the usb port on the pump that caused customer to "notice a difference when charging and plugging the cable into the port". There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was obtained.